Event description:
Per the independent repair center, the customer alleged problem is that the unit runs rough. The key failure is the pe valve is alarming/ shutting down. Associated malfunctions for this device: sieve beds dusted.